Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to the influence of moisture that entered the inside of the device from the leak point, a conduction abnormality occurred in the board inside the video connector. It is likely that the built-in charged coupled device cable was damaged due to the stress applied to the flexure. The event can be detected/prevented by following the instructions for use which state: 1) "do not bend, hit, pull, or twist the insertion section, bending sections, control section, universal cord, video cable, video connector, and light guide connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result." 2) "if air bubbles emerge from the endoscope continuously during leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in breakage of the switch and image sensor." Olympus will continue to monitor field performance for this device.

Event description:
As reported for this event by the customer, during preparation for use the device was observed to yield no image. There is no patient involvement.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that the device did not yield any image. The video cable was found to have a deep cut. Other observations for the device: leakage in from light guide tube and video cable; distal end rubber coating (a-rubber) has a scratch; and dents in bending section. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.